Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, it was observed with no apparent damage. Leak test was performed in accordance with mentor procedures and it revealed a tear measuring approximately 0.1 cm on the anterior view. Microscopic examination of the edges of the rupture revealed striations consistent with a rupture with a sharp object. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/05/2019, mentor became aware that the due date for the initial submission with manufacturer report number has incorrect due date of (B)(6) 2018 , the correct due date is (B)(6) 2019 and the report is not late. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor smooth round spectrum 375cc saline breast implants which bilaterally deflated after implantation., and right implant had issue with ptosis. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number shpx-450, serial number (B)(4), and right replaced with catalog number shpx-450, serial number (B)(4), and revision mastopexies was done on (B)(6) 2019. This report is for the left side.